Event description:
It was reported that during initial implant procedure, patient's right ventricular (rv) lead exhibited high pacing impedance. It was also noted that the lead pin was bent. The lead was not installed, and the procedure was completed using an alternate lead on 25 apr 2023. The patient was stable.